Manufacturer narrative:
Device evaluated by MFR: promus select ous mr 16 x 3.00mm stent delivery system was returned for analysis. Examination of the crimped stent via scope found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The balloon cones were reviewed via scope, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. A visual and microscopic examination of the bumper tip found no issues. A visual and tactile examination of the hypotube identified a break on the hypotube shaft located at 19cm distal to the distal end of strain relief. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 10feb2023. It was reported that crossing difficulties were encountered. The patient presented with small vessel disease (svd). The 80% stenosed target lesion was located in the moderately tortuous and severely calcified distal right coronary artery. A 20 x 3.00 promus premier select drug-eluting stent (des) was advanced but could not cross the lesion. The device was removed and tried to cross the lesion with another 16 x 3.00 promus premier select des, but the device also failed to cross the lesion. The device was removed, and the procedure was completed without stenting. No patient complications were reported. However, returned device analysis revealed a shaft break.